Manufacturer narrative:
As reported, the patient underwent two surgeries post implant of galaflex and contracted clostridiodes difficile as a result of taking antibiotics. Based on the information available and without having the sample to evaluate, no conclusions can be made as to the degree to which the device may have caused or contributed to the patient¿s clinical course. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum 1: based on the additional information provided, the patient developed a severe postoperative infection and sepsis, along with recurrent gas-forming breast abscesses, pain, permanent scarring, and disfigurement. These complications required further surgical procedures and drain placement to control the persistent infection, ultimately leading to the need for urgent surgical intervention and ICU-level care. Based on the information provided the degree to which the galaflex implant used may have caused or contributed to the patient's postoperative course is unknown. Updated fields: b2, b4, b5, d4 (common device name), d.6a (medical device implant date), g3, g6, h2, h6, h10. Addendum 2: h11: this supplemental emdr is submitted to document additional information provided and to correct the event and implant date. Based on the additional information provided, the patient underwent capsulectomy off the chest wall. The right implant developed a massive infection and the patient underwent an emergency surgery. Based on the information provided the degree to which the galaflex 3dr implant used may have caused or contributed to the patient's postoperative course is unknown. Review of manufacturing records confirms product was manufactured to specification. Pain and infection are listed as possible complications in the adverse reaction section of the instructions-for-use, provided with the device. Regarding infection the warning section states, "if an infection develops, treat the infection aggressively. An unresolved infection may require removal of the scaffold." Updated fields: a2, b4, b5, d4, g3, g6, h2, h4, h6, h10, h11. Corrected fields: b3 (date of event), d.6a (medical device implant date). This supplemental emdr represents the galaflex 3dr (right). An additional emdr was submitted to represent the galaflex 3dr (left). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per medwatch form (mw5153837): "galaflex almost killed me. Twice. I never knew it was not approved by the FDA. I had to have two surgeries and contracted clostridioides difficile from the amount of the antibiotics." Addendum: as reported, patient underwent implantation of the galaflex/galaform 3d p4hb mesh during a cosmetic mastopexy and implant-exchange procedure on (B)(6) 2024. Two weeks post implant patient developed a significant postoperative infection and sepsis, ultimately requiring urgent surgical intervention and ICU-level care. The patient also suffered recurrent breast abscesses with gas, necessitating additional surgery and placement of drains to manage ongoing infection. During this period of intensive medical treatment, she also contracted a c. Difficile infection, which required treatment. These medical complications resulted in extensive physical pain, permanent scarring and disfigurement. Addendum per additional information provided: a 33-year-old female patient had implant malposition thereby underwent bilateral implant conversion to subglandular pocket, bilateral wise pattern mastopexy with the bilateral implant of two galaflex 3dr scaffold (device 1 and 2) and two allergen style ssx natrelle inspira soft touch on (B)(6) 2024. Per operation notes, "patient did test positive on a urine nicotine test. Previously placed implant was removed. On the right side, the implant was in a flipped position, the capsule did extend beneath and over the pectoralis major muscle. At this point, performed a capsulectomy off the chest wall, the galaflex 3dr scaffold (device 1) and soft touch xtra implant were placed. On the left side, the pectoralis major muscle was slightly more advanced, although there was still a smooth capsule above the pectoralis major muscle. Performed a capsulectomy, capsulorrhaphy, and capsulotomy in a symmetrical fashion as the right side. Secured galaflex 3dr scaffold (device 2) to the chest wall along its inferior border. A symmetrical mastopexy and implant placement were performed on the contralateral side." On (B)(6) 2024 ¿ patient had extreme pain. On (B)(6) 2024 ¿ in CT scan, it looks like drainage on one side is more red than the other. The drainage in the tube doesn¿t look like blood or bleeding. There was severe pain in two hard lumps. On (B)(6) 2024 - the left drain has turned into a thick red that looks like blood and has increased output. On (B)(6) 2024 - right implant showed massive infection that took patient into emergency surgery. On left side, patient had infection and elected to remove the implant. This file represents galaflex 3dr (right).

Event description:
As reported per medwatch form (mw5153837): "galaflex almost killed me. Twice. I never knew it was not approved by the FDA. I had to have two surgeries and contracted clostridioides difficile from the amount of the antibiotics."

Manufacturer narrative:
As reported, the patient underwent two surgeries post implant of galaflex and contracted clostridiodes difficile as a result of taking antibiotics. Based on the information available and without having the sample to evaluate, no conclusions can be made as to the degree to which the device may have caused or contributed to the patient¿s clinical course. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, the patient underwent two surgeries post implant of galaflex and contracted clostridiodes difficile as a result of taking antibiotics. Based on the information available and without having the sample to evaluate, no conclusions can be made as to the degree to which the device may have caused or contributed to the patient¿s clinical course. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: based on the additional information provided, the patient developed a severe postoperative infection and sepsis, along with recurrent gas-forming breast abscesses, pain, permanent scarring, and disfigurement. These complications required further surgical procedures and drain placement to control the persistent infection, ultimately leading to the need for urgent surgical intervention and ICU-level care. Based on the information provided the degree to which the galaflex implant used may have caused or contributed to the patient's postoperative course is unknown. Updated fields: b2, b4, b5, d4 (common device name), d.6a (medical device implant date), g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per medwatch form (mw5153837): "galaflex almost killed me. Twice. I never knew it was not approved by the FDA. I had to have two surgeries and contracted clostridioides difficile from the amount of the antibiotics." Addendum: as reported, patient underwent implantation of the galaflex/galaform 3d p4hb mesh during a cosmetic mastopexy and implant-exchange procedure on (B)(6) 2024. Two weeks post implant patient developed a significant postoperative infection and sepsis, ultimately requiring urgent surgical intervention and ICU-level care. The patient also suffered recurrent breast abscesses with gas, necessitating additional surgery and placement of drains to manage ongoing infection. During this period of intensive medical treatment, she also contracted a c. Difficile infection, which required treatment. These medical complications resulted in extensive physical pain, permanent scarring and disfigurement.